Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The lithium ion batteries were replaced by the customer biomed prior to placing a call for service. At this time the problem has not been reproduced; the unit is under investigation by a getinge field service engineer (fse) and will remain removed from clinical use until the investigation is complete. Further details have been requested, and not yet provided. If any further details are provided a supplemental report will be submitted. Further details have been requested, and not yet provided. If any further relevant details are provided a supplemental report will be submitted

Event description:
It was reported the customer was having issues with the intra-aortic balloon pump (iabp) charging system. The iabp shutdown during patient transport, however, no adverse event has been reported.

Manufacturer narrative:
The getinge field service engineer (fse) reported that the customer stated the fully charged batteries depleted quickly and the iabp shutdown during patient transport. The fse discussed over the phone with the biomed and advised that the batteries needed to be changed. The biomed replaced the batteries and the iabp was tested for battery runtime with the new batteries to ensure no other problems existed. The iabp passed all battery and diagnostic tests and was returned to the customer cleared for clinical use. As a precaution the biomed tested the runtime daily and no failures occurred.

Event description:
It was reported the customer was having issues with the intra-aortic balloon pump (iabp) charging system. The iabp shutdown during patient transport, however, no adverse event has been reported.